Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient experienced low blood glucose (bg) levels and collapse in public, while wearing the pod on the arm between 4 and 24 hours. The ambulance was called and placed the patient on a drip. The pod was discarded.